Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc lancing device was not included in his order of the freestyle freedom lite system kit and he was therefore unable to test. Customer further reported that on (B)(6) 2014, he experienced symptoms described as trembling legs and nausea, and stated that "people in the street took (him) to the doctor". While at the doctor, customer was diagnosed with hypoglycemia and administered a glucagon injection. There was no report of death or permanent impairment associated with this event.